Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) device during drain three of four. During troubleshooting, it was found that the hp had disconnected and then reconnected during prime. The technical service representative (tsr) explained the alarm and assisted the caregiver (cg) in clearing the alarm. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. Users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. The guide provides step-by-step instructions for properly disconnecting during emergencies and provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. The guide warns the user to use aseptic technique to reduce the chance of infection: when you connect yourself to the cycler and when you disconnect from the cycler. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.